Event description:
...

Manufacturer narrative:
Qc results were within the lab's established range. Using another rf reagent lot produced sufficient results. No service was requested for this event as this was a reagent issue. Investigation into the root cause of this issue is ongoing.

Manufacturer narrative:
(B)(4)

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining high rheumatoid factor (rf) results that were generated by the immage 800 immunochemistry system. The erroneous results were reported outside the laboratory. The customer reported that more samples were reading <20 iu/ml with this original lot of reagent compared to previous lots used. Patient treatment was not affected in this event.